Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc127 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported product leaks blood and fluids from the port closest to the patient when flushing. Also reported that when drawing blood the line is not air locked and will not allow blood to be pulled. Additional information received 11/11/2022 - it was reported "(B)(6) 2022, no immediate patient harm. However, it is a risk for infection on a compromised patient. The patient will be monitored closely."